Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated they had experienced high blood glucose. Blood glucose reading was 290 mg/dl. Customer discontinued the use of insulin pump due to high blood glucose. Customer reported that they were temporarily using insulin pen. Troubleshooting was performed. High pressure test was performed. Customer reported high pressure test failed. Customer reported repeated high pressure test failed. No harm requiring medical intervention was reported. The device will not be returned for analysis.